Manufacturer narrative:
The device is used for treatment, not diagnosis. The device is a power tool/instrument and is not implanted/explanted. The investigation could not be completed; no conclusion can be drawn, as the product is the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2014 that the facility purchasing manager advised the tip of the small battery drive casing (part #532.032, lot # 001872) broke off. No report of harm to patient or procedure note. No additional information was provided. This reported event includes one power device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the reporter's complaint that the ((B)(4)) battery casing has a broken tip was confirmed. The unit was evaluated and was found to have broken prongs. This is most likely due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.